Event description:
The customer contacted physio-control to report that their device audio prompt "ask for help now¿ was played and then it turned itself off, even though it is connected with an external power source. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The product was not returned for evaluation. The reported issue could not be verified and cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device audio prompt "ask for help now¿ was played and then it turned itself off, even though it is connected with an external power source. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.